Event description:
Customer reported a failed gas module ii monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the gas module bench.